Event description:
It was reported that the patient experienced fluctuating blood glucose associated with pausing insulin delivery at bedtime and resuming delivery overnight, after which the system corrected a high glucose followed by lower glucose levels. Symptoms included hyperglycemia with prolonged high glucose and hypoglycemia to 40 mg/dl, with device alerts for high and low glucose and consumption of oral carbohydrates; no loss of consciousness, dizziness, or diabetic ketoacidosis occurred. Outcomes included no hospitalization and no medical assistance beyond caregiver support provided out of kindness. Investigation included review of the provided report and event details. Investigation of this case revealed user-managed interruption of insulin delivery as the precipitating factor for the subsequent high and low glucose excursions, with the device functioning as designed when delivery was resumed. It was concluded, based on previously established findings for similar reports, that the cause was use error related to pausing insulin delivery.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.